Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 2.5 x 10mm flextome monorail cutting balloon was inflated to 5 atms on the first inflation, and then ruptured. No patient complications occurred. The patient status was good. Returned product analysis found that a blade detachment occurred. Despite request for additional information, it is unknown when or where the blades detached.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device found that the returned balloon had evidence of being inflated. On visual and microscopic examination of the balloon it was noted that the distal half of the balloon was damaged. Each of the three distal 5mm sections of the blades were bent. A 2mm segment of one of the blades was detached, 3mm from the distal end of the blade. This detached segment was not returned with the device. The device was attached to an inflation unit and an attempt was made to inflate the balloon when a leak was noted. A pinhole leak was observed at the distal end of the blades. A blade mark was evident at the leak area. No other damage was noted on the device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).